Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and a leak from the cta active wash station was confirmed. The assembly was replaced to resolve the issue. Identification of failure mode: the failure mode is the active wash station (p/n 388123). A leaking cta active wash station can impact any or all chemistries, including critical chemistries. The beckman coulter (bec) internal identifier for this report is (B)(4).

Event description:
The customer reported dried white residue around the tower and bottom of the cta (closed tube aliquotter) module on the unicel dxc 600i synchron access clinical system. The customer could not find an active leak. A beckman coulter field service engineer was dispatched to evaluate the system. There was no customer exposure to the leak and the customer was wearing personal protective equipment. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.